Event description:
It was reported that the reservoir of a basal/bolus infusor ruptured during filling. The device was being filled with an unknown drug manually with a syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.